Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in two inappropriate shocks. This system was tested with provocative maneuvers with noise able to be reproduced. Device data was sent to rhythmcare for review. Rhtyhmcare then recommended x-rays to be performed and electrode replacement. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in two inappropriate shocks. This system was tested with provocative maneuvers with noise able to be reproduced. Device data was sent to rhythmcare for review. Rhtyhmcare then recommended x-rays to be performed and electrode replacement. This system remains in service. No adverse patient effects were reported.